Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was above 500 mg/dl. The customer stated that she experienced chest tightening and paramedics were called. Customer was taken to the hospital and later she was dismissed with blood glucose of 300 mg/dl. The infusion set was not changed and at time of the call her blood glucose was 485 mg/dl. Requested customer to change the infusion set and found that the cannula was bent. Troubleshooting was performed. The programming and history were correct. Ran a fixed prime and high pressure tests and the device passed the tests.